Event description:
The following was reported by the customer "during PICC placement procedure, it was not possible to be performed because the mandrel is too short, it's missing 5cm, causing the catheter to bend during introduction. A new device was requested, which presented the same issue." Additional information received 3/15/2023: customer confirmed the 2nd unit was from the same batch number. This report addresses the first device. On (B)(6) 2023 - the customer returned two stylets for evaluation. This report addresses the kinked stylet.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting a catheter is confirmed and was determined to be manufacturing related. Two 4 fr nxt clearvue groshong catheters with their inlaid stylets were returned for evaluation. An initial visual observation showed use residues on both returned devices. It was observed that sample 1 was trimmed at the 55 cm depth marker, and the stylet appeared to be pulled partially out of the catheter. The stylet for sample 1 appeared to have 3 kinks along the returned device. Sample 2 appeared unremarkable; however, the stylet appeared to be too short upon an initial visual observation. Subsequent measurements of sample 1 and sample 2 revealed sample 2 to be too long and not within its drawing specifications. Sample 1 could not be confirmed due to the manipulation of the device before it was returned for investigation. The complaint of difficulty inserting a catheter is confirmed and was determined to be related to manufacturing. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.